Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported deployment issue was unable to be confirmed as the stent had already been fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR, device analysis indicated that the stent implant had deployed as it did not return for evaluation.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified femoral artery. When using the last lock to deploy a 6.0 x 60mm 6f supera self-expanding stent, the stent jumped back in the catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.